Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. Added-h6 impact code 4629 d2-corrected common device name. D4-corrected catalog number. E2-changed to no.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a purge disc not detected error at start up. Another console was used successfully. No patient involved.